Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c005. Device evaluation summary: the analysis found that one plee60a device was returned with no apparent damage and with one gst60w cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: does the surgeon wait 15 seconds prior to firing? 15 seconds - yes the surgeon most of the time. Does the surgeon use the pulse firing technique? Pulse firing - no. Has the surgeon noted any staple malformation during the care of this patient? The staple malformation was noted and obvious. Surgeon was closing an enterotomy of the small bowel using a white reload. From my view, it looked as though there was not successful tissue apposition. The mucosal layer was not captured and there was staple line separation.

Event description:
It was reported that during a laparoscopic gastric bypass the doctor was using a stapler, with a white reload, no buttressing material, on the small bowel during closure of the enterotomy and the staple line didn't capture the mucosa layer, and didn't approximate the tissue, the staple line separating after firing. The doctor used suture to complete the staple line. The doctor opened a second like stapler and white reloads from a different lot to continue the procedure. There were no patient consequences reported.